Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no applicable previous history. The customer issue was confirmed through visual inspection and functional testing. The root cause of the issue was a degraded dso seal. Further inspection found a separating upstream occlusion (uso). The downstream occlusion (dso) and uso seal were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for a cassette sensor issue, during device analysis, a degraded downstream occlusion (dso) seal was identified. There was no patient involvement.